Manufacturer narrative:
The lens was returned for analysis. Visual inspection found the lens in two pieces. The optic had been cut or torn in half. Both haptic plates with arms have been torn off and missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. According to the surgeon, the patient developed striae and also missed the 4-week follow-up appointment. Based on the information available, the root cause of the reported event is most likely patient related as capsular striae is a consequence of capsular contraction syndrome causing the lens vault. This is report 1 of 2 and pertains to the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed asymmetrical vault (z-syndrome) in both eyes post lens implant. Reportedly, both lenses could not be re-positioned before they were explanted and replaced with different model lenses. In the physician¿s opinion, the cause of the events was described as ¿capsular striae. Patient missed 4wk post-op check.¿ the patient current prognosis described as ¿patient is doing well after iol exchange. Prognosis is excellent.¿ this is report 1 of 2 and pertains to the right eye.